Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving an unspecified high sensor scan as compared to a competitor brand meter and the customer was also inquiring ¿whether she can activate the insulin symbol¿. There was no report of any symptoms and the customer reported not being concerned about the issue but ¿she has to go to the hospital to discuss a more important matter¿. It was further reported the customer received unspecified third-party treatment however, no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.